Manufacturer narrative:
The insulin pump was received with operating currents within specification. No unexpected low battery alarms or blank display noted. The insulin pump passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump error 53 noted in the history file. We were unable to verify root cause per r and d. The insulin pump was received with minor scratched lcd window, scratched case and scratched keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had error 25. Customer's blood glucose was 12.7 mmol/l. The customer was advised that the device would be replaced due to pump error 53. The customer was advised to revert to a backup plan. The customer insulin pump is iw.